Manufacturer narrative:
Updated: d10, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the of the reported e226 error message could not be determined, as the issue could not be reproduced; the device was found to perform to specification. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited an e226 output problem error code. The issue occurred during a therapeutic ventilator-associated pneumonia (vap) procedure. The procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.